Event description:
(Pt is hurting from the surgery. Ins/therapy is working for his legs). The following stimulation condition was reported: while stimulation is turned on, the following occurs: pt states: (pt thinks stimulation is too strong when he sits down so he has to adjust it). It was reported that at times that instead of a steady pulse, the patient feels "a jolt".

Manufacturer narrative:
Product ID 37746; product type programmer, patient product ID 3777-60 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (b)(4; product type programmer, patient. (B)(4).